Event description:
It was reported that patient underwent a reverse total shoulder arthroplasty on (B)(6) 2013. During the procedure, the surgeon was unable to advance or remove the comprehensive locking screw after being partially seated due to stripping the hex head. The surgeon attempted to remove the screw with the removal set but was unsuccessful. The surgeon then attempted to tap down the screw in order to impact the glenosphere and was unsuccessful. The surgeon used a vice grip plier to remove the screw and replaced it with a shorter screw. As a result, there was a delay greater than 30 minutes to the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure."